Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2016-00592 ((B)(4)). The evaluation revealed both devices had the first suture anchor deployed. For the first device it was also observed that the second anchor was off the needle. In both cases, the devices actuated as intended when functioned in accordance with the surgical technique. There were no anomalies observed with the suture construct and in both cases the sliding knot functioned as intended. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that five speed cinches were being used in a meniscal repair procedure. During the procedure, when the surgeon was using the first speed cinch, ar-4502 lot 10052515 ((B)(4)), the first implant would not deploy. The second speed cinch from the same lot was attempted and the same event happened. The same thing occurred with three speedcinches, ar-4502 lot 10023652 ((B)(4)) a menisectomy was performed instead. No patient injury reported.